Event description:
I got essure in (B)(6) 2012, since then I have had severe pain in pelvic area, bleeding for weeks on end heavily hot flashes, headaches that won't go away, weight gain tenderness to breast, sleepiness, irritable, moody, get sick easily, feeling depressed alot for no reason. Lower back pain, bleeding during and after sex and sharp pelvic pain during and after sex.